Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling a cartridge with 150 units of insulin. The customer¿s blood glucose level was 402 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.